Event description:
The case began with plaque excision of a chronic total occlusion (cto) in the proximal portion of the superficial femoral aretery (sfa), justbelow the take off of the profunda. The post plaque excision runoff showed a total loss of the posterior tibial (pt) and partial loss of the peroneal. These two vessels were patent before the atherectomy (per angiogram) but was no anterior tibial (at.) The physician claims that a distal embolic event caused the occlusion of these two vessels. The physician proceeded to do a cut down at the ankle and use forgarty balloon to clear the occlusions. The fogarty balloons were not able to restore adequate blood flow even after repeated passes. Pulses were not able to be heard by doppler, so physician closed the cut down and put the patient in gholding to be returned in a couple of hours for a pop-tib bypass. During the patient time in holding the pulses became audible by doppler and the physician decided not to perform the bypass. The patient was held for observation.